Event description:
User reported that one of their 6-inch pumps that operated the root vent stopped working intermittently during surgery. The pump lights were coloured blue and were blinking. The controller read that the pump was running and flowing at 0.2 l/min. The user reported that they could adjust the flow knob, but the pump itself was not turning. The pump would stop and then start on its own without intervention. This began occurring after about an hour into the bypass run. The pump had been used during this whole time. The user double checked the occlusions and the tubing after the case but reported no issues.

Manufacturer narrative:
Unit was returned to manufacturer for investigation. The encoder (marked as a sensor in this report as no better match was found) was tested as a single part and no issues were seen. Encoder assembled into a known working test 6" pump. Soon after setting it to 250rpm, the pump started to stop/start and judder. Over current and encoder channel b errors. Wiggling the wires on the connector makes no difference/does not induce the fault. Suspected that there are internal faults with the encoder. As it is a proprietary part no further investigation or diagnosis is possible.